Manufacturer narrative:
During review of the complaint file, it was identified that the product-specific information for the complaint device investigated and reported on (initial and follow-up 1) was erroneously represented. Corrections have been made accordingly to respective fields-section d4: serial number, lot number and unique identifier and section h: device manufacture date. H.6 codes were added as they were inadvertently omitted from manufacturer device report follow up number 1220648-2024-22894.

Manufacturer narrative:
The investigation for the console (aic) controller alarm-yellow alarm has been completed. Data logs were reviewed confirmed the reported failure mode given there was an instance of a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Console was returned for evaluation. Upon preventative maintenance, specifications were met. The controller error is due to an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets received by epc. Console sw operated as designed.

Event description:
The complainant reported that a controller error alarm triggered twice and the alarm self-resolved. The automated impella controller (aic) was exchanged to the backup aic. There was no patient harm.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.